Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump repeatedly emitted loss of prime alarms when the supplies were changed. Allegedly, the warnings occurred multiple times in a day and with supplies from multiple boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a loss of prime due to an empty cartridge alarm, and that the pump was not primed within three minutes of the alarm. A loss of prime was not duplicated during investigation. The force sensor calibration reading was within specifications.